Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The mbt reamer and tower are not working correctly. The reamer developed a scratch on the cylinder. The tower is bent won't accept the reamer. The surgeon hit old absorbable screw in patient, which caused the instrument to not work correctly and break.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned devices confirms the reported damage, however the reported functional concern was not confirmed. The returned tibial drill was functionally tested with a the returned tibial drill tower and found to function as intended. The returned tibial drill passes through the returned drill tower with no restrictions. The root cause of observed damage is attributed to inadvertent user error. Based on the root cause of user error, the need for corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.